Manufacturer narrative:
The device has been received. Investigation is not yet complete.

Event description:
Device malfunction: premature deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpackaging it was noted that the xpert stent was partially deployed. The device was not used and there was no patient involvement. Though requested, no additional information was provided.